Event description:
During preventative maintenance (pm) performed at zoll, the autopulse platform (B)(4) stopped compressions repeatedly due to fault code 27 (encoder fault (> 3000 rpm)). No patient involvement.

Manufacturer narrative:
During preventative maintenance (pm) performed at zoll, the autopulse platform (s/n (B)(4)) stopped compressions repeatedly due to fault code 27 (encoder fault (> 3000 rpm)). The root cause of the noted fault was the defective integrated encoder gearbox, most likely attributed to the aging of the device. The autopulse platform was manufactured in september 2009 and is over 12 years old, well beyond its expected service life of 5 years. User mishandling/neglect cannot be ruled out as there is no documented report showing that annual preventative maintenance (pm) was performed by zoll since the device was acquired by the customer in 2009. Performing regular preventative maintenance can help identify intermittent or early signs of device failure. The defective integrated encoder gearbox will be replaced to remedy the fault code 27. During visual inspection, it was noted that one of the head restraint wires was cut. In addition, the front and bottom enclosures were noted to be cracked. The observed physical damages were unrelated to the noted fault code 27, and they appeared to be the characteristics of harsh impact due to user mishandling. The top cover as well as the front and bottom enclosures will be replaced to address the observed damages. The autopulse platform was further examined, and it was noted that the power distribution board revision level was below 6, attributed to the age of the platform and unrelated to the noted fault code. The power distribution board will be replaced to address the issue. During further functional testing, load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).